Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 20088, were returned and analyzed. The data files showed that at least 16 applications were performed with an unreturned balloon catheter. System notice (B)(4) ¿the safety system has detected fluid in the catheter and stopped the injection¿ was confirmed on the date of the event. Visual inspection of the returned balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 6 applications. The catheter failed the performance test due to system notice (B)(4) ¿the safety system has detected fluid in the catheter and stopped the injection¿ which was triggered. Dissection / pressure testing showed guide wire lumen kink and breach 1.5 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.